Event description:
Healthcare professional reported "rupture and implant removal from textured to smooth due to the concerns of the product". This record is for the left -side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as fold flaw opening and observed missing shell assessed as inconclusive. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b.5., d.9., h.2., h.3., h.6., h.11.

Event description:
Healthcare professional reported "rupture and implant removal from textured to smooth due to the concerns of the product". Healthcare professional reported later by operative report "rupture and seroma". This record is for the left -side. Device has been explanted.